Manufacturer narrative:
The reported events of noise, inappropriate pauses in pacing due to high ventricular rate episodes, and a bent lead were confirmed. As received, a complete lead was returned in one piece. Visual inspection found an external insulation abrasion breaching the outer insulation and exposing the outer coil. The cause of the reported events of noise and inappropriate pauses in pacing due to high ventricular rate episodes were due to external insulation abrasion which is consistent with friction to the device can. The cause of the reported event of lead bent was consistent with procedure related damage.

Event description:
During follow-up, high ventricular rate episodes were observed on the right ventricular (rv) lead due to noise. High ventricular rate episodes resulted in inappropriate pauses in pacing. The patient was pacemaker dependent and experienced episodes of presyncope due to the pause episodes. During the explant procedure, it was noted that the rv lead was bent. The rv lead was explanted and replaced to resolve the event.